Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the beginning of laparoscopic colectomy, an endoscopic image became like a wave when the subject device was connected to the video system center. The user cycled the power of the video system center. However, the endoscopic image was not recovered. The user changed to open surgery and completed the procedure.